Manufacturer narrative:
The manufacturer received information alleging scorch marks on the device power cord and on the dreamstation bipap autosv device. The patient alleges noticing a burning smell that woke them up and experiencing a cough. The device was plugged directly into the wall. Medical intervention was not specified. The dreamstation bipap autosv was returned to the manufacturer service center for evaluation, and the customer's complaint was confirmed. During the evaluation, it was noted that device's dc jack and power supply dc connector end had potential rust/corrosion on it and in it that was likely caused by water ingress. Additionally, part of the black plastic at the end of the power supply was damaged and possibly melted from an intermittent connection. The device had dust like contamination and hair/fibers in the air outlet, air inlet, blower motor, bottom enclosure, and blower box. The device also had mineral deposit stains in the blower box and motor indicating potential water/liquid ingress. In conclusion, the device's p4 cable harness, power supply and ac power cord were replaced to address the issue. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging scorch marks on the device power cord and on the dreamstation bipap autosv device. The patient alleges noticing a burning smell that woke them up and experiencing a cough. The device was plugged directly into the wall. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.